Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device was received and evaluated. Per service manual operational and diagnostic analysis confirms the reported electrical issue, caused by fluid ingress. The motor was water damaged, and the cable is damaged. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for motor and cable replacement. The device is more than four years old and is considered to be fair wear & tear due to age and use. Unit placed in long term hold. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this serial number of device that was released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by our sales rep that the shaver hand piece is shorting out pump. This happened during an unknown procedure. There was a delay of 10 minutes. The procedure was completed using competitor's like device.